Event description:
It has been reported to co that during the procedure the device failed to sense. The device was removed and replaced with another to finish the procedure. There was no report of pt injury. The device is not being returned for co's evaluation as it was discarded by the user facility.